Manufacturer narrative:
Correction of coding in section h6 results, and conclusions.

Event description:
Adult star was in use on pt in pcv for approx 48 hrs when therapist noticed that pt blood gasses began to deteriorate. Therapist stated that ventilator did not sound like it usually did but the ventilator did not display any error codes or sound any alarms. When pt blood gasses reached 84%, therapist removed unit from pt and bagged pt. Pt improved immediately. Therapist then placed pt on another ventilator. Hosp stated that they do not use o2 monitoring devices to verify delivered o2 on their ventilators so they do not know if the ventilator was delivering the set 100% o2 or not.